Manufacturer narrative:
Additional information: b5 - description updated. D1-2 - brand name, product code. D4 - material code. H4 - manufacture date. H5 - single use product. H6 - codes updated. H8 - usage of device. Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon historical data analysis, pictures and event description. On the basis of the provided picture it can be observed that one of the pinned movable jaws is loose. Batch history review: the batches could be determined on the basis of the date of manufacture, in the december 2024 period (52960208, 52961039, 52962492, 52963423, 52964032, 52965039, 52965895). For all batches: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. The reported damage of the product could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Update: the leading material was updated to pm438r - jaw ins.bip.maryland diss.fen.5/310mm.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product pm408r - maryland gsp.forceps fen.5/310mm hf con. According to the complaint description, during a laparoscopic procedure, the jaw broke inside the patient. Piece retrieval was completed successfully and x-ray results confirmed this also. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).